Event description:
It was reported that the device will not hold a clip. Not used in a procedure. No pt consequence.

Manufacturer narrative:
Device was returned, but information is unavailable. Eval summary: the analysis results confirmed that the instrument was returned with signs of wear, but was otherwise in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available.